Manufacturer narrative:
H2 additional information: h6 patient coding 2095 removed. H6 results coding replaced 3233 with 213. H6 conclusion coding replaced 11 with 22 and 4315. The stent remains implanted in the patient. As the event was reported approximately 10 months after the stent was implanted, the device was not requested for return. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Angina, tachycardia, and restenosis, are listed in the IFU as known potential adverse events. The investigator reported that the event was possibly related to the study devices but not related to the index procedure. Intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malapposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). In this case, patient comorbidities and disease progression are likely contributory factors to the reported events. However, per the sponsor, the relationship of the satellite symptoms and restenosis to study device could not be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
An 80-year-old male patient with medical history of multi-vessel coronary artery disease with multiple percutaneous coronary intervention (pci) of non-target vessel in 2005, known heart failure, atrial fibrillation s/p electrical cardioversion in 2016, pacemaker implantation with 3rd degree av block ,aortic valve replacement, copd, diabetes mellitus type 2 (treated with insulin), hypertension, and dyslipidemia, peripheral vascular disease since 2002, presented with stable angina and elevated troponin t (0.034 ng/ml). Quantitative coronary angiography (qca) showed 70.2% stenosed mid left anterior descending (lad) coronary artery. The patient enrolled in cobra trial on (B)(6) 2018 and underwent pci with deployment of 2 cobra pzf¿ stents (2.75x24mm and 2.75x18mm) in the mid lad. On (B)(6) 2018, the patient was hospitalized for 2 weeks of fatigue and sinus bradycardia with first degree block noted. The patient reported three months of burning chest pain (19-apr-2018 estimated start of chest pain). Holter monitor showed no bradycardia. Beta-blocker was stopped. Angiogram on(B)(6) 2018 showed good long-term result in the circumflex (lcx) coronary artery and diffuse long 50% restenosis in the mid lad stents with 80% restenosis at the distal edge of a cobra stent. The patient was treated with drug-eluting balloon and deployment of an overlapping drug-eluting stent (2.75x8mm) at the distal stent edge. The investigator reported that the event was possibly related to the study devices but not related to the index procedure. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. The stent remains implanted in the patient. As the event was reported approximately 10 months after the stent was implanted, the device was not requested for return. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Angina, tachycardia, and restenosis, are listed in the IFU as known potential adverse events. The investigation is not yet complete. A follow-up report will be submitted with relevant additional information.

Event description:
An (B)(6)-year-old male patient with medical history of coronary artery disease with percutaneous coronary intervention (pci) of non-target vessel in 2005, known heart failure, diabetes mellitus type 2 (treated with insulin), hypertension, and dyslipidemia, peripheral vascular disease since 2002, and atrial fibrillation, presented with stable angina and elevated troponin t (0.034 ng/ml). Quantitative coronary angiography (qca) showed 70.2% stenosed mid left anterior descending (lad) coronary artery. The patient enrolled in cobra trial on (B)(6) 2018 and underwent pci with deployment of 2 cobra pzf¿ stents (2.75x24mm and 2.75x18mm) in the mid lad. On (B)(6) 2018, the patient was hospitalized for 2 weeks of fatigue and sinus bradycardia (34 beats per minute (bpm)) with first degree block noted. The patient reported three months of burning chest pain ((B)(6) 2018 estimated start of chest pain). Holter monitor showed no bradycardia. Beta-blocker was stopped. Short-lived wide complex tachycardia was noted, prompting angiogram. Angiogram on (B)(6) 2018 showed good long-term result in the circumflex (lcx) coronary artery and diffuse long 50% restenosis in the mid lad stents with 80% restenosis at the distal edge of a cobra stent. The patient was treated with drug-eluting balloon and deployment of an overlapping drug-eluting stent (2.75x8mm) at the distal stent edge. The investigator reported that the event was possibly related to the study devices but not related to the index procedure. Additional information was requested.